Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and inappropriate shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. It was also noted that the right ventricular (rv) lead exhibited intermittent undersensing during ventricular arrhythmias and the left ventricular (lv) lead capture could not be confirmed. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced vf and was shocked appropriately. Per healthcare professional, patient received device shock for vf. The patient went to the emergency room, was hospitalized, chest x-ray performed, and had low magnesium plus potassium levels/hypokalemia. Once labs were corrected no more arrhythmias. No changes made. Electrograms (egm) shows dual tachycardia, atrial fibrillation (af) and ventricular fibrillation (vf). The patient was started on, administered antiarrhythmic medication. Additionally, it was stated that the patient hit head during shock.